Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The trek rx is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture during use in the patient anatomy. There were multiple bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a pinhole in the balloon at the proximal end of the distal marker, confirming the reported rupture. There were no visible scratches. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified and the nc trek was used to post dilate a stent, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the calcified lesion and/or implanted stent such that the balloon ruptured during the first inflation at 8 atmospheres (atm) which is below the rated burst pressure. A query of the complaint handling database for the reported lot revealed no similar incidents reported for balloon ruptures. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
As reported, during coronary intervention, predilatation was done to the de novo, distal right coronary artery with heavy tortuosity and concentric, heavy calcification with 99% stenosis. An unknown size, non-abbott stent was implanted. Post dilatation was performed with a 3 x 15 mm rx trek. The balloon ruptured during the first inflation at 8 atmospheres. The device was withdrawn and a second 3 x 15 mm nc trek was advanced but the balloon ruptured at 8 atmospheres on the first inflation. The non-abbott stent was post-dilated with a non-abbott balloon. A xience v stent was implanted to overlap the proximal end of the non-abbott stent (but the xience was not post-dilated) to cover the lesion to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.